Event description:
It was reported that the patient passed away. The cause of death was unknown. The device functioned as expected, there were no device issues at the time of the outcome, and the outcome was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted. Upon review of the log files it was noted that the driveline was disconnected at 19:33:51 and then reconnected at 19:33:55 on (B)(6) 2024. The driveline was disconnected again at 19:40:26 and was not reconnected for the remainder of the log file.

Manufacturer narrative:
The patient's death was originally reported under MFR # 2916596-2024-00238. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, analysis of the log files retrieved from the returned system controller confirmed a pump stop event due to a driveline disconnect. It was reported that the patient expired due to unknown reasons. The device functioned as expected, there were no device issues at the time of the outcome, and the outcome was not considered to be device or therapy-related. Review of the retrieved log files from the returned system controller revealed a pump stop due to a driveline disconnect. A specific cause for the disconnect cannot be conclusively determined. Prior to and after the pump stop, the device appeared to be operating as expected. It was reported that no autopsy was performed and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. G and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.